Event description:
It was reported that a cartridge alarm occurred while the pump was in use. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted by instructing the caller on loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was under warranty, and the customer agreed to use an alternative insulin delivery method in the meantime. Technical support provided instructions for returning the malfunctioning pump and arranged for a replacement to be sent.